Event description:
It was reported that the customer had high blood sugars and was hospitalized. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the customer had a surgery for clotted arteries and a triple bypass. Caller stated that since the surgery the customer has been having high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.